Manufacturer narrative:
(B)(6). The lot was manufactured october 19, 2016 - october 21, 2016. The device was received for evaluation. Visual inspection identified fluid inside the bag containing the device due to an untightened blue winged luer cap. A functional leak test was performed by refilling the device and manually tightening the luer cap. No signs of a leak were observed during or after fill. The device was found to operate per specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking prior to administration to a patient. The device had been filled with 4450 mg of fluorouracil in 115 ml of 0.9% sodium chloride. There was no patient involvement. No additional information is available.